Manufacturer narrative:
Date received by MFR: (B)(6) 2019. Date of report: (B)(6) 2019. This customer returned graphic user interface (gui) was tested with no failures identified. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 09 jul 2019. The manufacturer's product service engineer (pse) confirmed the reported issues. The pse replaced the unit's user interface assembly to resolve the indicator failure and panel button not responding well. The pse replaced as preventive maintenance, the unit's gas delivery system (gds), blower assembly, battery, cooling fan, oxygen inlet filter, tubing kit, air inlet filter, and cooling fan filter. The unit's software was also upgraded. The unit passed testing and is ready for use. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. No parts returned to failure investigation; therefore, the root cause of the reported issue could not be determined.

Event description:
During servicing unit was found to have the green lamp with illumination failure. The panel button also did not respond well. The customer reported there was no patient involvement.